Event description:
A 49-yr-old postop male was on a rental vent. Setting was changed at 1330. Abg were ordered for 1 hr later. Tolerated change well, alert and comfortable. At 1430 pcxr performed, et tape redone. Pt was noted to be anxious and short of breath. Ativan was given. Abg were poor. Returned to previous settings. Resp tech with pt, noted less response to unresponsive. Vent alarming, pressure loss noted. Ambued, improved. Placed on new vent at 1530, responsive. At 1600 denying shortness of breath; no apparent sequelae. Equip checked by bioeng: neg; then observed for 1 hr. Unexplained significant loss of flow, volume, pressure noted, verifying tech problem with machine. MFR notified.